Event description:
Pt had a radical retropubic prostatectomy with lymph node dissection. One jp drain was placed at area of resection. On post-op day 2, nurses attempted to remove the jp drain & were unable. It was sutured underneath the skin to fascia closure. In attempt to remove the drain, it snapped off and about half of the drain was left in the space of retzius. Pt returned to surgery the next day for removal of retained drain. At time of event, wound was healing normally and no wound infection. Pt went home two days later in stable condition. This case and 2 others were investigated in october and november 2002 for root causes. The 2 other cases were reported. None of the product for this third case was saved for investigation.